Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus y 24ga x 0.75in ss prn npvc leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "patient was found to have fluid leaking from the positive pressure joint of the indwelling needle during the infusion in the morning. The needle was made on no.30, and there was no leakage after the replacement of the joint." "The customer used smartsite connector , leakage position was at the separation membrane."